Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. The reported patient effect of dissection, as listed in the xience prime small vessel everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with angina. The procedure was to treat a de novo lesion in the distal right coronary artery with heavy tortuosity, heavy calcification and 96% stenosis. After pre-dilating the lesion with an unspecified balloon a 2.25x23 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the stent was implanted, and an edge dissection occurred. Another xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.